Event description:
Surgeon placed a constavac drain postoperatively. The nurse adjusted the suction to 2 and then 3 and noted that the suction was no longer working. A new canister was placed and the device then worked properly. It is unknown if the second device was the same or different lot number.